Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with an unspecified mentor gel breast implant on or around 2004. The patient was involved in a car accident at the beginning of 2019. Later that year, on (B)(6) 2019, the patient's physician confirmed a diagnosis of bilateral capsular contracture (baker grade iii on the left; baker grade ii on the right). As a result, the patient underwent bilateral explantation on (B)(6) 2020. During the procedure, the surgeon discovered that the left-sided device had been ruptured. After both devices were explanted, the patient received 325cc mentor memorygel breast implants (catalog number 3503251bc, left-sided serial number (B)(4), right-sided serial number (B)(4)). This report is for the patient's left-sided device.